Event description:
It was reported that a smiths medical pump alarmed: nd clamp tubing. The settings are rate 2.2, res vol 11.2, given 90.8 air in tubing. There was no injury to the patient. No further information available.